Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.